Event description:
Report received of an under-delivery during routine preventative maintenance testing. Testing at the user facility found the device delivered a measured volume of "a non-exact measurement of somewhere in the 80's, instead of the expected 100ml. Delivery accuracy for this device requires delivery of +/5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was provided.